Event description:
The patient reported having elevated blood glucose of 400-500 mg/dl. The patient stated that the infusion device is delivering too little or no insulin. The patient corrected elevated blood glucose by bolusing through the infusion device and injecting insulin via pen. The pt's normal blood glucose is around 200 mg/dl. No further info is available regarding actions taken by the pt. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.